Manufacturer narrative:
The insulin pump was received with currents in specification. No unexpected battery out limit or button error alarms were noted. The insulin pump had intermittent button response due to moisture damage keypad trace. The insulin pump was received with minor scratched lcd window, cracked case near display window corners, broken belt clip slot, cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that led to the alarm or if the device was dropped. Advised customer to discontinue use of device and revert to back up plan customer's blood glucose level was 129 mg/dl at time of reporting. Nothing further reported.